Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a (B)(6)-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included metrorrhagia (patient was in treatment for metrorrhagia.). In 2002, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("long-lasting periods"), headache ("headaches"), bone pain ("lumbar pain and bone pain"), dyspareunia ("dyspareunia"), hypoaesthesia ("numbness in her legs"), muscle spasms ("cramps"), fatigue ("extreme tiredness"), alopecia ("hair loss"), synovial cyst ("dorsal ganglion in the 4th metatarsal bone at the bottom of her right foot"), bursitis ("hip bursitis"), pruritus ("itching in her body / generalized pruritus without skin lesions"), eczema ("eczematous lesions after being in contact with jewellery") and dermatitis contact ("eczematous lesions after being in contact with jewellery"). The patient was treated with surgery (bilateral salpingectomy and subtotal abdominal hysterectomy to remove essure on (B)(6) 2019) and two infiltrations were performed. Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, menorrhagia, headache, bone pain, dyspareunia, hypoaesthesia, muscle spasms, fatigue, alopecia, synovial cyst, bursitis, pruritus, eczema and dermatitis contact outcome was unknown. The reporter considered alopecia, bone pain, bursitis, dermatitis contact, dyspareunia, eczema, fatigue, headache, hypoaesthesia, menorrhagia, muscle spasms, pelvic pain, pruritus and synovial cyst to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): skin test - on an unknown date: positive. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (aemps, reference number: (B)(4) ) on (B)(6) 2020. The most recent information was received on (B)(6) 2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 49-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included metrorrhagia (patient was in treatment for metrorrhagia.). In 2002, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("long-lasting periods"), headache ("headaches"), spinal pain ("lumbar pain and bone pain"), dyspareunia ("dyspareunia"), hypoaesthesia ("numbness in her legs"), abdominal pain lower ("cramps"), fatigue ("extreme tiredness"), alopecia ("hair loss"), synovial cyst ("dorsal ganglion in the 4th metatarsal bone at the bottom of her right foot"), bursitis ("hip bursitis"), pruritus ("itching in her body / generalized pruritus without skin lesions"), eczema ("eczematous lesions after being in contact with jewellery") and dermatitis contact ("eczematous lesions after being in contact with jewellery"). The patient was treated with surgery (bilateral salpingectomy and subtotal abdominal hysterectomy to remove essure on (B)(6) 2019) and two infiltrations were performed. Essure was removed on 16-may-2019. At the time of the report, the pelvic pain, menorrhagia, headache, spinal pain, dyspareunia, hypoaesthesia, abdominal pain lower, fatigue, alopecia, synovial cyst, bursitis, pruritus, eczema and dermatitis contact outcome was unknown. The reporter considered abdominal pain lower, alopecia, bursitis, dermatitis contact, dyspareunia, eczema, fatigue, headache, hypoaesthesia, menorrhagia, pelvic pain, pruritus, spinal pain and synovial cyst to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): skin test - on an unknown date: positive. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-oct-2020: amendment: nca number added. New reporter added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 49-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included metrorrhagia (patient was in treatment for metrorrhagia.). In 2002, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("long-lasting periods"), headache ("headaches"), spinal pain ("lumbar pain and bone pain"), dyspareunia ("dyspareunia"), hypoaesthesia ("numbness in her legs"), abdominal pain lower ("cramps"), fatigue ("extreme tiredness"), alopecia ("hair loss"), synovial cyst ("dorsal ganglion in the 4th metatarsal bone at the bottom of her right foot"), bursitis ("hip bursitis"), pruritus ("itching in her body / generalized pruritus without skin lesions"), eczema ("eczematous lesions after being in contact with jewellery") and dermatitis contact ("eczematous lesions after being in contact with jewellery"). The patient was treated with surgery (bilateral salpingectomy and subtotal abdominal hysterectomy to remove essure on (B)(6) 2019) and two infiltrations were performed. Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, menorrhagia, headache, spinal pain, dyspareunia, hypoaesthesia, abdominal pain lower, fatigue, alopecia, synovial cyst, bursitis, pruritus, eczema and dermatitis contact outcome was unknown. The reporter considered abdominal pain lower, alopecia, bursitis, dermatitis contact, dyspareunia, eczema, fatigue, headache, hypoaesthesia, menorrhagia, pelvic pain, pruritus, spinal pain and synovial cyst to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): skin test - on an unknown date: positive. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-oct-2020: quality-safety evaluation of ptc. Coding for the event "cramps" was amended to lower abdominal pain (previously: muscle spasms). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority aemps (reference number: (B)(4) on 23-sep-2020. The most recent information was received on 18-sep-2023. This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a 49 year-old female patient who had essure (ess202) inserted. Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("device ineffective"). The patient had a medical history of allergy to metals, fibromyalgia, parity 2, caesarean section, abortion and metrorrhagia (patient was in treatment for metrorrhagia.). On (B)(6) 2002, the patient had essure (ess202) inserted. In (B)(6) 2010 she experienced pregnancy with contraceptive device ("unintended pregnancy occurred, which reached full term"). Essure (ess202) was removed on (B)(6)2019. An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required), heavy menstrual bleeding ("long-lasting periods"), headache ("headaches"), spinal pain ("lumbar pain and bone pain"), dyspareunia ("dyspareunia"), hypoaesthesia ("numbness in her legs"), abdominal pain lower ("cramps"), fatigue ("extreme tiredness"), alopecia ("hair loss"), synovial cyst ("dorsal ganglion in the 4th metatarsal bone at the bottom of her right foot"), bursitis ("hip bursitis"), pruritus ("itching in her body / generalized pruritus without skin lesions"), eczema ("eczematous lesions after being in contact with jewellery"), dermatitis contact ("eczematous lesions after being in contact with jewellery"), intermenstrual bleeding ("metrorrhagia"), back pain ("low back pain"), bone pain ("bone pain"), arthralgia ("emergency department with generalised pain, predominantly in the joints") and allergy to metals ("nickel allergy"). The patient was treated with surgery (bilateral salpingectomy and subtotal abdominal hysterectomy to remove essure on 16-may-2019) and non-drug therapy (two infiltrations were performed). At the time of the report, the outcomes for pelvic pain, heavy menstrual bleeding, headache, spinal pain, dyspareunia, hypoaesthesia, abdominal pain lower, fatigue, alopecia, synovial cyst, bursitis, pruritus, eczema, dermatitis contact, intermenstrual bleeding, back pain, bone pain, arthralgia and allergy to metals were unknown. Pregnancy related information: retrospective report. The patient's obstetric status was para 2. Last menstrual period and estimated date of delivery were not provided. The patient's treatment dates suggest potential fetal exposure to essure (ess202) during the first, second and third trimesters. The pregnancy outcome was reported as live single birth with no information on the child¿s health. The delivery occurred on an unknown date. The reporter considered abdominal pain lower, allergy to metals, alopecia, arthralgia, back pain, bone pain, bursitis, dermatitis contact, dyspareunia, eczema, fatigue, headache, heavy menstrual bleeding, hypoaesthesia, intermenstrual bleeding, pelvic pain, pregnancy with contraceptive device, pruritus, spinal pain and synovial cyst to be related to essure (ess202) administration. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2002: showed bilateral tubal occlusion [skin test] (date unknown): positive. Quality-safety evaluation of ptc: for essure (ess202): unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 18-sep-2023: events, back pain, bone pain ,metrrhoragia, arthralgia, metal allergy, pregnancy with essure & device ineffective added. Essure insertion date updated. Medical history added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.